Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure: date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was medical intervention required to treat the patient condition? Results. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What is physician¿s opinion as to the etiology of or contributing factors to this event does the surgeon have photos of the patient event? What is the patient current status? Product lot #. If applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used for subcutaneous closure. It was also reported that there was a formation of granuloma causing inflammation. Additional information has been requested.